Manufacturer narrative:
The device was received for investigation and it was determined that it is not a reportable malfunction and a regulatory report is not necessary.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
During impella cp mechanical circulatory support for a patient undergoing high-risk percutaneous coronary intervention, the user facility reported placement signal unreliable alarms were encountered with the pump. The audio was disabled and support continued without interruption. Abiomed's investigation engineer requested return of the automated impella controller (aic) to further investigate if this issue could have been a result of the aic. There was no report or indication of patient harm. After five days of support, the impella cp was successfully weaned and explanted with the patient outcome as survived, awake and alert.